Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) was unable to duplicate the reported failure. A complete preventative maintenance (pm) was performed with full calibration, functional testing, and safety check to factory specifications. The iabp passed all functional testing and safety tests, was returned to the customer, and cleared for clinical use.

Event description:
The customer reported that upon start up the intra-aortic balloon pump (iabp) generated an electrical test fails code 42. This event occurred prior to use on a patient. There was no adverse event reported.